Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during primary cataract surgery, a capsular bag tear was noted during implantation of the light adjustable lens (lal, sn (B)(6), +19.5d); the lens was placed in the sulcus. Rxsight's first awareness of this event was on 04/03/2024.